Event description:
It was reported that the implantable pulse generator (ipg) was suspected of premature battery depletion. The ipg was explanted, replaced, and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.